Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the common compute controller (ccc) board involved with this complaint to perform failure analysis. The unit was placed on a testing platform and the unit showed symptoms of a "bricked" tegra module. The reported complaint was confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered on all system components in standalone mode, but the vision side cart (vsc) would not power on and the power button was flashing blue. The fse replaced the ccc board on the vsc to resolve the reported issue. The system was tested and verified as ready for use. Isi received the ccc board involved with this complaint to perform failure analysis. However, the product could not be tested due to damage from the power outage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site had a power outage. The backup generators kicked in and they went back to work in the case. When the site's alternating current (ac) power was restored, the site connected the system back to ac power, but the system did not complete the startup. They did a power cycle with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the site reset all breakers with no change. The system powered on but did not complete the power on self-test. The system information screen was blank with no system number and no software information. The site then tried to bring in a second dv5 tower with the same result as it was also plugged in during the power outage. The site then opted to move the patient to one of their xi da vinci system rooms so they could continue with the case. The procedure was converted to another da vinci system with no indication of patient injury. Isi performed follow-up and obtained the following additional/updated information: the system was getting power, but the system was unable to communicate with itself. They attempted to bring in the other dv5 system, and it would also not communicate with each other. They brought in an electrician, and the hospital had the breakers mislabeled. The system did not have a proper dedicated circuit. They rearranged each part of the system. They were docking to the patient when the issue occurred. They had ports inserted. They converted to an xi system. Procedure was completed robotically with no harm to the patient.